Manufacturer narrative:
Corrected data: date rec¿d by MFR was corrected from 10/05/2017 (sent on initial MDR) to 09/28/2017. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed leakage in the balloon material. After application of negative pressure and lubrication, the balloon was advanced through the endoscope accessory channel of an olympus gif type q20 endoscope with a 2.8 mm channel and the balloon emerged from the scope without any difficulty. During a functional test, a cook ds-60cc-s syringe was filled with water and attached to the balloon inflation port. The syringe was placed into an inflation handle and negative pressure was applied to the balloon. After applying negative pressure, the balloon was inflated with water. The balloon would not hold pressure and water was seen leaking from a rupture along the length of the balloon. A visual examination of the catheter did not show any kinks or bends. Clear tubing was returned with the device. No portion of the device appeared to be missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the additional information provided indicated that the balloon did not receive negative pressure nor lubrication prior to advancement through the endoscope accessory channel. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. The application of lubrication will aid in endoscopic advancement and balloon preservation. This is the most likely cause for the reported observation. The instructions for use direct the user: "to facilitate passage through the endoscope, apply negative pressure to the catheter. Apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." Resistance in movement through the endoscope can occur if the balloon is inflated prior to advancement through the endoscope. The instructions for use contain the following precaution: ¿do not pre-inflate the balloon.¿ the instructions for use also advise the user: ¿maintain balloon deflation with negative pressure and introduce into the accessory channel of the endoscope, advancing in short increments until the dilator is completely visualized endoscopically.¿ prior to distribution, all hercules 3 stage balloon esophageal are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that lubrication and negative pressure were not applied to the balloon, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During upper endoscopy dilation, the physician used a cook hercules 3 stage balloon esophageal. The balloon would not fit down the endoscope. They opened a new device with the same part number to complete the procedure. The device was evaluated on 10/05/2017. There was a leak found in the balloon. Upon receiving answers to the additional questions on 11/1/17 to indicate that negative pressure nor lubrication were applied to the balloon, it was determined that on 09/28/2017, cook was provided information that the the balloon "went through the endoscope, the balloon on this one failed. On inflation it went flat and lost all the fluid [balloon leaked]."

Manufacturer narrative:
Our laboratory evaluation of the product said to be involved could not confirm the report on advancement difficulties through the endoscope, but determined there was a leak in the balloon material. A visual examination was performed and the device appeared to have been used. After application of negative pressure and lubrication, the balloon was advanced through the endoscope accessory channel of an olympus gif type q20 endoscope with a 2.8 mm channel and the balloon emerged from the endoscope without any difficulty. During a functional test, a cook ds-60cc-s syringe was filled with water and attached to the balloon inflation port. The syringe was placed into an inflation handle and negative pressure was applied to the balloon. After applying negative pressure, the balloon was inflated with water. The balloon would not hold pressure and water was seen leaking from a rupture along the length of the balloon. A visual examination of the catheter did not show any kinks or bends. Clear tubing was returned with the device. No portion of the device appeared to be missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. It is unknown if the balloon received negative pressure and lubrication prior to advancement through the endoscope accessory channel. A possible contributing factor to advancement difficulty through the endoscope accessory channel and balloon material damage is failure to apply negative pressure and lubrication. The instructions for use direct the user: "to facilitate passage through the endoscope, apply negative pressure to the catheter...apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. The application of lubrication will aid in endoscopic advancement and balloon preservation. Resistance in movement through the endoscope can occur if the balloon is inflated prior to advancement through the endoscope. The instructions for use contain the following precaution: ¿do not pre-inflate the balloon.¿ the instructions for use also advise the user: ¿maintain balloon deflation with negative pressure and introduce into the accessory channel of the endoscope, advancing in short increments until the dilator is completely visualized endoscopically.¿ another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, and possibly result in rupturing of the balloon material. A rupture in the balloon can also occur if the balloon material comes into contact with a sharp object or a burr in the endoscope channel. Prior to distribution, all hercules 3 stage balloon esophageal are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During upper endoscopy dilation, the physician used a cook hercules 3 stage balloon esophageal. The balloon would not fit down the endoscope. They opened a new device with the same part number to complete the procedure. The device was evaluated on (B)(6) 2017. There was a leak found in the balloon.